Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/25/2017, that on (B)(6) 2017, the patient experienced a continuous glucose monitoring (cgm) inaccuracy compared to the blood glucose (bg) meter. The sensor was inserted into the back on (B)(6) 2017. No injury or medical intervention was reported. Data was reviewed and the reported issue of inaccurate cgm values was confirmed. A root cause could not be determined. The sensor was inserted into the back. Labeling indicates: do not insert the sensor component in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the cgm system is not approved for other sites. If placed in other areas, the cgm system may not function properly.